Manufacturer narrative:
New information was also reported in regulatory report #3004209178-2019-11283. Any further updates received will be submitted in this regulatory report report number. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding the patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the ins/lead were replaced as device stopped working. The product implanted (B)(6) 2018 was replaced (B)(6) 2019. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that only one of the programs was comfortable for the patient. They also had pain in the right butt cheek and at their tailbone. As a factor that may have led to the issue, it was noted that the patient was a truck driver and the issue may be due to them sitting too long, post implant. No diagnostics or troubleshooting had been performed at this time as the patient will not be back in town until the (B)(6). The patient was to call for reprogramming when they are back in town. The issue was not resolved at the time of report. No surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on feb. 22, 2019 reported that when the patient had a bowel movement it hurt by their tailbone and when they urinated, their bladder felt like ¿there is shredded glass¿. The representative advised the patient turn their device off and contact their doctor¿s office monday morning. The patient was scheduled for a revision on (B)(6) 2019. There were no further complications reported or anticipated.